Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to infiltration of the pt's vascular access. No additional info will be provided.

Event description:
A high venous pressure alarm occurred during a routine hemodialysis treatment. Infiltration of the pt's venous access needle was observed. The pt discontinued treatment without performing rinseback. The pt complained of not feeling well, while performing another routine hemodialysis treatment later that day. This treatment was also discontinued without performing rinseback, resulting in an estimated total blood loss of 365cc. The pt was hospitalized for two days and received a blood transfusion and de-clotting of their access. No other medical intervention was required.